Event description:
It was reported that during laparoscopic small intestine bypass surgery, the firing knob was broken. The device was used only for two firings and the firing knob was broken midway at the 2nd firing. It was pushed all the way with a forceps after the firing knob was broken. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 6/20/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 7/9/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 7/15/2025 d4 batch #392d99 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the firing mechanism damaged as the firing knob was broken off and returned inside a plastic bag. No reload was present. No functional test could be performed with it due to the condition of the device. The event reported was confirmed and the damage noted on the device is related to improper use of the device. While the exact nature of the pressure apply to the device could not be determined possible causes are if enough force is applied to the knob, the device could be damaged. Also, if the closing latch and the knob are press against each other when the latch is been close damage to the knob could occur. For additional information please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 392d99, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2025. Additional information was requested, and the following was obtained: 1. Did any pieces fall into the patient? No, they did not. 2. If yes, were they retrieved? 3. Will all pieces be returned with the device? Unk. 4. If no, were they discarded?